Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. Additional information: (B)(6) 2017.

Event description:
It was reported that no capture was observed on the lv lead. The lead was found to be dislodged on x-ray. The lead was explanted. Physician was unsuccessful in implanting a new lead due to patient¿s anatomy. The patient had very small veins. The patient was the downgraded to a ddd ICD and lv port was plugged as the device was only a year old. The patient is stable and recovering.